Event description:
While passing thru a store pt encountered a latex balloon and had the following reaction: sob, chest pain, sore throat with it feeling like it was swelling, eyes red and feeling like it was swelling. Eyes red and feeling like they were pulsating, vision blurred, nose and lips numb. Reddened face. Followed dr's order - allergy protocol. Mdi x 2 puffs. Benadryl 50mg, neb tx with albuterol administered. Still having problems and an ambulance was called. Dr's order for pretransport meds administered. Stabilized. Seen by ed-md and discharged home with f/u orders.